Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery, display anomaly and keypad anomaly. The customer¿s blood glucose level was 308 mg/dl. The customer reported that the scratches on screen and became harder to read and insulin pump had rejected new battery. It was reported that the motor made grinding noise and buttons were less responsive, were harder to press twice to respond. The insulin pump will not be returned for analysis.